Event description:
It was reported that their insulin pump was unable to upload calibration information. During troubleshooting, it was discovered that the device had no alarm history. Advised customer device would need to be replaced. Customer's blood glucose level was 147 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unable to download unit to carelink pro due to several corrupted history file alarms at the alarm history file. Corrupted history file alarms due to a corrupted history file. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.